Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unreadable. Customer¿s blood glucose was 160 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.